Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that control iq software administered a large automatic bolus when it shouldn't have. There was no reported impact to customer's blood glucose. No additional patient or event information available.